Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, the device failed to detect an upstream occlusion. This reported symptom was unable to be evaluated because of a reload set alarm. The unit was retested for upstream occlusion failure and the assignable cause undetermined. The device was monitored and calibrated throughout the repair process to assure accurate occlusion detection.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.